Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. .

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, it was reported that energy was not delivered when the blue pedal was pressed at the surgeon side console (ssc). The connection of the blue fiber cable (bfc) was checked, but energy was still not delivered. After changing the instrument, energy delivery occurred as expected. The procedure was completed with no reported injury.